Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure using a neuron max 6f 088 long sheath (neuron max). During the procedure, while advancing the neuron max into the patient, the neuron max kinked; therefore, it was removed. The procedure was completed using a new neuron max. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the neuron max was kinked approximately 94.5 cm from the hub. Conclusions: evaluation of the returned neuron max confirmed that the catheter was kinked. If the dilator is not properly attached to the neuron max, and subsequently, the neuron max is forcefully advanced against resistance or otherwise mishandled during insertion, damage such as a kink may occur. During the functional test, resistance was encountered while advancing a stainless-steel mandrel through the returned neuron max due to the kink, and the mandrel could not be advanced any further. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.